Event description:
Boston scientific error code 1003: battery life cannot be accurately estimated due to current leakage of unk origin. Per technical services, device will need to be replaced within 28 days (of the day it was discovered, (B)(6) 2015).